Manufacturer narrative:
The patient¿s age and weight were not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a clinic visit on (B)(6) 2017, the driveline was observed to be losing flexibility and becoming stiff. It was reported that the driveline "crunches" when moved. The stiffness was along the driveline pump cable, approximately 10 cm from the driveline exit site. The driveline modular cable did not show any signs of stiffening. It was reported that there was no discoloration and no cuts, tears or other evidence of wear or damage to the pump cable. There was no fluid under the inline connector bend relief. There were no sutures tied to the pump cable. Octenisept without alcohol was used to clean the exit site and regularly clean the driveline. Fixomull® stretch dressings have been used. The patient was asymptomatic and has no pain at the driveline exit site. There was no report that the driveline stiffness had any effect on pump function.

Manufacturer narrative:
The report of stiffening along the pump cable could not be confirmed; furthermore, a specific cause for this change in the flexibility of the cable could not conclusively be determined through this evaluation. The user facility reported that stiffening of the pump cable was observed approximately 4 inches from the exit site. No areas of discoloration, cuts, or sutures along the pump cable were reported. The user facility noted that there was no fluid observed underneath the in-line connector bend relief. Additionally, the user facility reported that octenisept without alcohol is used as the cleaning agent and fixomull stretch is used as the dressing. The patient remains ongoing on with the device and no additional complaints have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.